Event description:
A review of service data detected a reportable event. Upon servicing battery charger sn (B)(4), the charger was unable to charge a battery pack. The last pt to use this charger did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon service investigation, the 8-bit cmos flash microcontroller component u13 was internally shorted at pin 20. This caused a drop in the 5v power supply line as pin 20 runs to the 5v power supply. In addition, the battery charger's battery board was contaminated. The root cause of the shorted component was unable to be positively determined. The root cause of the contaminated battery board was unable to be positively determined, but was likely a result of liquid ingress. No adverse event resulted from the defective components. The last pt to use this charger did not report any deficiencies.